Event description:
Customer reported that because her medisense optium meter was reading in mmol/l, which is the wrong unit of measure, she experienced vertigo, tremulousness and lost consciousness. She further reported that when she lost consciousness she fell and hurt her back. There was no report of third-party emergent medical intervention. Customer denied self-treating. There was not report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. Customer's and retailers have been notified through the adc fa16sep2005 letter. It should be noted: this meter was designed to be able to change the unit of measure.